Manufacturer narrative:
The investigation determined that non-reproducible, higher and lower than expected vitros valp quality control results were obtained from non-vitros biorad control fluids and vitros tdm performance verifiers, using vitros valp reagent lot 2511-25-5503 processed using a vitros 5600 integrated system (s/n (B)(4)). The likely assignable cause of the higher and lower than expected valp results is an issue related to the vitros 5600 system as the results of a within run precision test performed using vitros gent reagent were marginal indicating an issue with the performance of the vitros 5600 system. Following service actions, (which included cleaning the cuvette incubator, replacement of the micro-immunoassay and sample pump with appropriate adjustments), acceptable within run gent precision results were obtained indicating service actions had returned the vitros 5600 system to the expected performance. There is no indication that the vitros valp reagent lot 2511-25-5503 contributed to this event as based on historical vitros valp quality control results the reagent is performing as expected.

Event description:
A customer obtained non-reproducible, higher and lower than expected vitros valp quality control results from non-vitros biorad control fluids and vitros tdm performance verifiers, using vitros valp reagent processed using a vitros 5600 integrated system. Biorad lot 31830 level 1 results 43.60, 17.53 versus expected 30.64 ug/ml, biorad lot 31830 level 2 result 93.90 versus expected 132.69 ug/ml, tdm pv lot n5702 level 2 result 45.69 versus expected 68.9 ug/ml, tdm pv lot h5125 level 3 lot h5125 result 73.19 versus expected 106.4 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegations that patient sample results were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).